Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tube, experienced broken lid/cap/hemogard shield. The following information was provided by the initial reporter. The customer stated: "cracked lid."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged shield with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of damaged shield was not observed. Bd determined that the root cause of the indicated failure mode was attributed to assembly related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tube, experienced broken lid/cap/hemogard shield. The following information was provided by the initial reporter. The customer stated: "cracked lid."